Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: the user complained that a piece of black foreign body was found inside the edta tube.

Manufacturer narrative:
Additional information : d.10 device available for eval yes, returned to manufacturer on: 2020-03-03. H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: the user complained that a piece of black foreign body was found inside the edta tube.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter in the tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered in tube with a bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes. The following information was provided by the initial reporter: the user complained that a piece of black foreign body was found inside the edta tube.